Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is not currently available.

Event description:
It was reported by the affiliate, that the end of the suture can't get through the lumen of inserter; it doesn't slide. Surgeon has to cut end of suture. It happens regularly. There is no patient consequence. This information being submitted for this complaint are all the details that are known/available regarding this event.

Event description:
Additional event information received on 10/18/2018. Reply in the additional event info requested, "re: (B)(4)"

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection revealed that the device was missing suture, anchor, handle cover and end of the suture was found cut. Since the suture was cut at the end, the complaint is confirmed. This failure mode results when the suture won't be released completely. Furthermore, no lot number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Additional information received from affiliate on 30october2018: the issue was detected during use. It is unknown if there was any difficulty aligning the instruments required for insertion prior to use. It is unknown if excessive force was needed to insert the device. There was no surgical delay. Alternatives were readily available but not used. The procedure was able to be completed and there was no impact to the patient. It is unknown if when the button was depressed and slid forward if the wire advanced as expected or if it retracted when the button was depressed and slid rearward. It is unknown if the wire tip bent or hanging up on the shaft when retracted. It also was not known if the button was easier to move in one direction verse the other. No audible indication of something breaking within the device was heard. No components or pieces broke free from the assembly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable.